Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an empty cartridge alarm occurred intermittently while the cartridge was not empty. A supply change was performed to address the issue. Customer¿s blood glucose level was between 90-250 mg/dl.